Event description:
It was reported that the ultrasound bronchofibervideoscope screen becomes noisy. The issue was found during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1: facility full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The product analysis could not confirm the reported event. In addition, the investigation found error e315 in the image, and due to the corroded plug unit, the image is not displayed. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.